Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device lot number pm2308, and no non-conformance's were identified. Device evaluation summary: one empty opened foil, a detached needle and one used suture in two section of product code vcp946, lot pm2308 were received for analysis. During the visual inspection of the needle, the swage and attachment area were as expected and a suture piece was attach in the barrel hole. Additionally marks were observed on the edge of the needle by the use of a surgical instrument. The suture in two sections was examined, body fluids were observed and one extreme of the suture pieces was cut by the use of a surgical instrument. To avoid this kind of damage: grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. The manufacturing records were reviewed, and the manufacturing/ packaging criteria were met prior to the release of this batch. Per the sample condition the assignable of the performance pull off - suture needle, suggest an improper handling of the sample.

Event description:
It was reported that the patient underwent a c-section procedure on (B)(6) 2020 and suture was used. While closing the uterus, suturing uterine tissue, unknown loop, and the needle popped off the suture after completing the first pass of the suture. A second like suture was used to complete the procedure. There were no patient consequences reported.